Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pci procedure for a complex lad lesion, the target lesion was dissected during pre-dilation. The dissection was noted on an angiogram taken after the pre-dilation. A second stent was placed which resulted in occluding the second diagonal branch and chest pain. Troponin t peaked at 2750 ng/l. Fentanyl, morphine, and sevredol were administered. The procedure was completed successfully and the patient was discharged.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a pci procedure for a complex lad lesion, the target lesion was dissected. A second stent was placed which resulted in occluding the second diagonal branch and chest pain. Troponin t peaked at 2750 ng/l. Fentanyl, morphine, and sevredol were administered. The event was resolved without sequelae.